Event description:
It was reported the device was used during a laparoscopic inguinal hernia repair. It was reported the staples malformed after firing into coopers ligament. There was no consequence to the pt.